Event description:
Patient revised to address osteolysis and polyethylene wear of liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after 7 years 8 months implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify of identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.